Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation confirmed the reported failure having occurred in the field and replicated during the testing. The usm was tested on an in-house system in normal mode with no triggered errors but did not recognize the stapler 45 instrument and curved-tip stapler 45 instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The customer confirmed that other instruments were able to engage and be used on arm 3. The customer confirmed that the surgeon still able to use arm 3 for the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the usm to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued requesting to have the usm returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the stapler instrument was not recognized on the universal surgical manipulator (usm) 3 and initialization failed. The issue occurred during procedure with ports placed. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to reseat the instrument and the sterile adaptor, but the issue reoccurred. The tse asked the customer to swap the stapler instrument to usm2, and it worked properly. The tse asked the customer to reposition the stapler instrument on usm3, but the issue was not fixed. The customer continued the procedure with the stapler instrument on usm2 and a delay of less than 15 minutes. The tse reviewed the system logs, which did not show any issues. The procedure was completed with no reported injury.